Manufacturer narrative:
Bci field service engineer (fse) visited the customer and diagnosed issue as a blockage in the drain line. The fse cleared blockage and verified operation of the instrument.

Event description:
A customer contacted beckman coulter, inc. (Bci) and reported a leak on unicel dxc 600 pro synchron clinical system. The customer reported that the cap piercer assembly was leaking liquid onto capped sample tubes and the cap piercer wash cup was leaking fluid or overflowing. There was no effect to patient or user.